Event description:
A malfunction on the pump was reported by the caller, specifically a communication error with the touch screen identified as malf 5. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information to reset the pump, assisted in the reset process, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue returns.